Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer experienced palpitations and fatigue from their high blood glucose. Troubleshooting found two tiny air bubbles in the tubing. The customer was unable to check for a bent cannula at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer's current blood glucose was 350 mg/dl. The customer declined to return the insulin pump for analysis.